Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a cyst drainage procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the guidewire was introduced into the needle, the guidewire coating was damaged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the device presents the ptfe jacket peeled, exposing the corewire approximately 23.5cm from the distal end with a length of 10.4cm. There was no evidence of corewire fracture and the pebax section did not present any anomaly. All the outer diameter measurements are within the specifications. The returned unit was consistent with the complaint that the guidewire coating was damaged. It is possible that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, ¿operational context¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a cyst drainage procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the guidewire was introduced into the needle, the guidewire coating was damaged. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.